Manufacturer narrative:
The device was not returned to olympus for evaluation. An unspecified event occurred in which the images projected on four monitors disappeared in the middle of the display several times. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported to olympus that during an unspecified procedure, the images disappeared on 4 monitors, several times. The device was not returned to olympus. This report is being submitted for image disappeared several times. No evidence of patient harm or user injury reported at this time. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.